Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported cardiac perforation. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pulmonary vein isolation procedure there was a pericardial effusion in the left atrium. After transseptal access was obtained, the swartz introducer was exchanged with an agilis introducer. An hd grid mapping catheter was then inserted to map the left atrium. After mapping the left atrium, a tacticath se ablation catheter was then inserted. During the ablation, the patient became hypotensive. Using an acunav ice catheter small pericardial effusion was noted. A pericardiocentesis was performed which stabilized the patient. There were no alleged performance issues with any abbott devices.